Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values: (B)(6) 2016: inratio inr = 1.0; repeat inratio inr = 3.0; tests 4-5 hours apart. Patient's therapeutic range 2.0-3.0. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. In-house testing on retained strip lot 382954a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.